Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H4: device manufacture date - the lot was manufactured in april 2025. H11: the actual device and a photograph were received for evaluation. A visual inspection was performed on the actual device, and it was noted that there were dark particle-like spots inside the sealed packaging; however, not in the fluid pathway. The returned photograph was reviewed, and it was also noted that there were dark particles observed within the sealed packaging. The reported condition was verified. The cause of the reported condition was contamination during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented high-volume inlet had a particulate matter in the packaging. This was noticed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.